Manufacturer narrative:
All available information indicates that this product remains in service. If additional information becomes available the event will be updated.

Manufacturer narrative:
All available information indicates that the shock portion of this lead remains in service. This investigation will be updated should further information be provided.

Event description:
Additional information was provided that the patient was brought back into their clinic for lead testing. It was noted that all lead impedances were normal and consistent; however, high lv impedances were noted to be due to extended bipolar pacing, using the right ventricular (rv) lead as the anode. The lv lead pacing configuration was changed to unipolar to take the rv lead out of the configuration. It was noted that this was found to confirm lv capture. The patient will continue to be followed closely via latitude.

Event description:
Boston scientific received information that the latitude system detected a red alert from this transvenous defibrillation lead due to high right ventricular (rv) pacing impedances. There was also loss of rv capture noted. Technical services (ts) noted this could be due to an intermittent fracture or intermittent connection issue. Ts advised to have the patient return to the clinic for lead testing. To date, there have been no reported adverse patient effects related to this clinical observation.

Event description:
Additional information was provided that ts had reviewed previous episodes and noted noise and inhibition of pacing. There were no inappropriate shocks due to noise.

Event description:
Additional information was provided that a revision procedure was performed, during which the pace/sense portion of this lead was surgically capped. A previously abandoned non boston scientific rv pace/sense lead was reconnected to the device. There was also a report of noise on the rv lead.